Event description:
According to the facility the gomco clamps "seem to be sticky" and "that the nut that screws onto the base to create hemostasis does not move smoothly and seems to stick".

Manufacturer narrative:
According to the facility the gomco clamps "seem to be sticky" and "that the nut that screws onto the base to create hemostasis does not move smoothly and seems to stick". Per the facility this led to a patient having "extra bleeding requiring intervention". No additional information was provided after multiple attempts. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.